Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer called in to report a weak battery alarm and high blood glucose levels. The customer's blood glucose level was 500 mg/dl. The customer stated that she kept the batteries in the refrigerator. The customer stated she would replace the batteries. Nothing was replaced or returned for analysis.